Event description:
The system 5 sagittal saw was sent for service and it was found during performance testing at the manufacturer that the head is chipping. No adverse event was associated with the device.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.